Event description:
Customer alleged the left side of the commode seat was cracked. Minor injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model is stated by the consumer to be either a 9630 or 9650, serial number/date code and age of device are unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the seat on her commode has allegedly cracked on the left side. The consumer is unsure of the exact model, either a 9630 or 9650. Pinching is the alleged injury. No medical intervention was sought. The seat has been replaced by the dealer.